Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: first test inr = 5.5 second test inr = > 7.5. Mean = n/a; sd = n/a; %cv = n/a. The %cv cannot be determined. Products will be tested when returned.

Event description:
Caller alleges discrepant results compared with the lab. Results as follows: first test inr= 5.5 second test inr = >7.5.